Event description:
The reporter stated the product for lipids cracked and the baby lost blood. There was no additional info in regard to pt injury, testing, or treatment.

Manufacturer narrative:
The reporter indicated that samples were available for return; however, no samples have been received. The device history could not be reviewed nor could the manufacture date be determined without a reported lot number as a reference. Smiths was unable to confirm the issue without returned product eval. A follow up report will be submitted should info become available that impacts this investigation. No additional action is necessary at this time.